Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The alarm was confirmed, and since the malfunction did not clear, the technical support team decided to replace the pump.